Event description:
A malfunction was reported on the customer¿s pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, as they had not previously reported or reset the pump for this malfunction.